Event description:
When checking credit for tube feeding, it was noted that volume left in bag was more than should be for volume infused. Upon checking the pump and equipment, noted accordian pump on the tubing was compressed and not functioning to deliver tube feeding but pump continued to cycle as though tube feeding was being delivered. Pt acutally received 650cc instead of the scheduled 900cc. Dietery notified and tube feeding bag and tubing changed.